Event description:
Patient called to report that the patch on sensors cause rash on his abdomen. The patient estimates he has tried several sensors but the dates of insertion are unknown. The patient has spoken with a medical professional twice regarding the rashes. The patient gets open sores that cause permanent marks on his body. The rash is in the shape of the sensor patch.

Manufacturer narrative:
Patient estimated dates for speaking with a medical professional are (B)(6) 2013 and (B)(6) 2013. Extent of injury: rash with open sores and scarring at the insertion site. Description of medical intervention: the doctor discussed with the patient to see if the sites would clear on their own. The patient reports no infections because of the rashes. The patient said that he treated with wounds with neosporin. The doctor suggested that the patient using the dexcom continuous blood glucose system. The last time the doctor and the patient spoke, they discussed trying alternative patches. Current condition of patient: patient said the sites are irritation but noting he can't deal with.